Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, causing atrial tachycardia (at) / atrial fibrillation (af). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.